Manufacturer narrative:
Patient height reported as (B)(6). Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported a threaded driving cap broke during a procedure to repair a tibial fracture on (B)(6) 2016. While the surgeon was hammering the tibial nail, the threaded portion of the driving cap broke off inside the insertion handle. The driving cap broke at the very end of the procedure when the nail was already down. No fragments were generated. The threaded portion was easily removed from the insertion handle. The procedure was successfully completed without any delays. Patient status/outcome was reported as stable. Concomitant devices reported: insertion handle (part unknown, lot unknown, quantity 1), tibial nail (part unknown, lot unknown, quantity 1), hammer (part unknown, lot unknown, quantity 1). This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No ncrs were generated during production. Manufacturing location: (B)(4). Manufacturing date: 07.jan.2015. A product investigation was performed. Part # 03.010.523, lot number # 9067766 (threaded driving cap) was returned and reported to have broken during surgery. This condition is confirmed; the threaded distal tip has sheared off from the shaft of the device. It is likely that two years of consistent use and possible rough handling during surgery has led to this complaint condition however, this complaint is not likely a result of any design or manufacturing related deficiency. The head of the device may have been struck at an angle resulting in the shear forces which separated the tip from the shaft. The device was manufactured in 1/2015 and is two years old. The balance of the returned device is in fair condition consistent with routine use and hammer blows. A drawing was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. The condition of the returned device does agree with the complaint description. Whether the complaint condition for this device can be replicated is not applicable for this condition. Upon review of the device history record, no ncrs germane to the complaint condition were generated during the production of this device. A visual inspection, functional test, and drawing review were performed as part of this investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.